Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius dry acid mixer was smoking and had a loud noise. The biomed stated that there was no flame or fire, spark observed. The biomed reported a burning smell during the event. The smoke detectors did not alarm. There was no patient involvement. The machine has not had any past problems with failing the electrical leakage test or any other damaged component that was noticed during the event. The machine hours were not provided. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated that parts were replaced, and the dry acid mixer is back in service. The damaged parts were discarded and not available for return for physical evaluation by the manufacturer.